Manufacturer narrative:
The device was not returned for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: blurry. Probable root cause: incorrectly assembled optical train. Damage to optical train. End of life wear-out. Shipping damage. Use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there scope was blurry on the first use.

Event description:
It was reported that their scope was blurry on the first use.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation. The device has not been received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: blurry. Probable root cause: incorrectly assembled optical train, damage to optical train, end of life wear-out, shipping damage, use error. The reported failure mode will be monitored for future reoccurrence.